Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 533 mg/dl. The customer was treated with insulin drip in the hospital. Customer experienced symptom of high blood glucose level such as vomiting. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did not allege pump was under delivering. Insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.